Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The bed exit functioned as designed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. Base don this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located in the hallway. There was no patient/user injury reported. (B)(4).